Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Expiration date = na lot number = (10)2867car device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: alprazolam 1 mg; 2 a day; unknown timeframe; for anxiety; consumer still on drug food: b-12 2500mcg; 1 x daily; unknown timeframe; for general health; consumer still using food: d- 3 gummies 50mcg; 2 a day; unknown timeframe, for general health; consumer still using drug: escitalopram; 2 x daily; unknown timeframe; for depression; consumer still on drug drug: levothyroxine 50 mcg; 1 a day; unknown timeframe; for hypothyroidism; consumer still on drug : nexium; 1 a day; unknown timeframe; for stomach acid and irritable bowel; consumer still on drug food: vitamin c gummies; unknown dosage; unknown timeframe; for general health; consumer still using food: biotin 1000mcg; 1 a day; unknown timeframe; for hair health; consumer still using a review of the device history records has been requested. Device evaluation/investigation could not be completed; no conclusion could be drawn at this time as product was not returned to manufacturer. (B)(4) labeling design - part of recall number z-1202-2018 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This incident involves a (B)(6) female consumer using a coach self adhering sports wrap. On (B)(6) 2018, the consumer reported using a coach self adhering sports wrap to cover a ringworm site. She noted she had itching from using the coach self adhering sports wrap. The consumer indicated she left the coach self adhering sports wrap on for an unknown time and that she had itching before she applied the product. The consumer stated she has an allergy to latex and did not know if the coach self adhering sports wrap product was causing additional itching. She did not treat the event and did not know the exact date that she started using or discontinued use of the product.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device from reserve sample was visually evaluated and appearance met specification. If information is obtained that was not available for the follow-up #2 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the follow-up #03 medwatch, an additional follow-up medwatch will be filed as appropriate.